Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during device change out for normal eri, externalized conductors were observed. No electrical anomalies were detected. Patient was asymptomatic. The lead was explanted and replaced at a later date. Patient condition was stable.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 11.4-12.0cm and 11.5-12.0cm from the connector pin, consistent with lead friction to the ICD can. External insulation abrasion was noted at 18.2-18.3cm from the distal tip, consistent with lead friction to another device or feature of patient anatomy. The etfe coating was intact at these locations.